Event description:
The customer received questionable ise indirect gen.2 results for qc material and patient samples from the cobas 6000 c (501) module. Some of the results were questioned by a doctor. The customer repeated six patient samples, of which one had a discrepant sodium result. The initial result was 151 mmol/l and the repeat result was 145 mmol/l. The initial result was reported outside of the laboratory. There was no adverse event. The electrode lot number and expiration date were requested but were not provided. The field service representative suspected there were sample clots going to the ise flowpath causing erratic precision issues. He replaced ise seals, pinch tubing, and the sipper probe. He cleaned the ise flowpath and conditioned the ise tubing and electrodes. He ran an ise check and the customer ran ise calibration and controls. Further investigation determined the issue was resolved by the service actions.